Manufacturer narrative:
An event regarding wear involving an accolade stem and a metal head was reported. The event was confirmed following material analysis. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 01 dec 2017. Images of the device are included in the mar. The report noted: the returned stryker devices were examined with the aid of a stereo microscope at magnifications up to 50x. The returned competitors devices were not examined. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock in addition to explantation damage. Adhered debris was observed on the taper. A sample of the adhered debris was placed in a scanning electron microscope for further analysis. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem. A detailed image of the head taper is shown with a step being observed at the proximal end of the taper. The loose debris shown. A sample of the debris was placed in a scanning electron microscope for further analysis. Dimensional inspection: not performed due to damage observed during visual inspection. Functional inspection: not performed as the failure mode could not be replicated. Material analysis: as per material analysis report (mar), dated 01 dec 2017; damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Eds showed the head is consistent with astm (B)(4), the stem is consistent with astm (B)(4) and the debris was consistent with a corrosion product, biological material and material transfer. No material defects were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed, however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes and additional x-rays are needed to further investigate this event. If further information becomes available this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised (cause unknown). Surgeon reported on explantation that the trunnion was worn. A stryker stem and head were revised as well as a competitor liner and shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised (cause unknown). Surgeon reported on explantation that the trunnion was worn. A stryker stem and head were revised as well as a competitor liner and shell.